Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025 preparing to establish an intravenous access for the patient. After establishing the access, the cap unexpectedly fell off, causing blood reflux. The access was immediately closed. Due to concerns about contamination, the needle was removed and reinserted, increasing the patient's discomfort.

Manufacturer narrative:
Additional information: (d) added lot # and device expiration date. (H) added device manufacture date. Investigation results: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the relevant test cannot be performed, and the usage of the sample is unknown, the root cause of the end cap falling off cannot be determined, and the plant will continue to track and trend for this issue.

Event description:
No additional information.